Event description:
It was reported that an ilet screen became nonresponsive with white lines after the user had the device in a pocket while working on a boat, and the device component involved was the touchscreen with a device problem consistent with fracture; the device was replaced and the user was informed the replacement would not be watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a stress-related problem affecting the touchscreen that resulted in damage described as a fracture. The user has backup therapy and uses a dexcom g7 sensor. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.